Event description:
During pump infusion to epidural catheter, the pump dosage was not correctly entered. Pt developed respiratory depression. Pt was given narcan with good response. The pump will allow programming in milligrams and cc. There is no prompt requiring the user to make a decision into the basal or continous rate. Only one screen comes up. It changes to basal rate without user knowing.